Event description:
It was reported when using the bd pyxis medstation es system, the scanner failed and a disconnected sound when a barcode was scanned and only registered after the drug was scanned multiple times. This incident did not cause any delays in retrieving the required medications because registered nurses were able to pull medications from another station or through rx sent medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had intermittent scanner failures. A field service engineer replaced the scanner cable with part number (138517-01). Rebooted and performed firmware updates to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had intermittent scanner failures. A field service engineer replaced the scanner cable with part number (138517-01). Rebooted and performed firmware updates to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system, the scanner failed and a disconnected sound when a barcode was scanned and only registered after the drug was scanned multiple times. This incident did not cause any delays in retrieving the required medications because registered nurses were able to pull medications from another station or through rx sent medications. There were no adverse events or injuries reported based on this event.